Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the dat test at 0.08660 inches. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. No delivery anomalies noted during testing. Unit functioned properly. Unit was received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and fluid around the heart on (B)(6) 2017 with blood glucose of 450 mg/dl. The customer had congestive heart failure before and there was fluid around the heart. The customer experienced symptoms such as nausea, difficulty breathing and vomiting. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The customer¿s blood glucose level was 585 mg/dl at the time of incident then 373 mg/dl and current blood glucose level was 333 mg/dl. The customer was alleging insulin pump was under delivering as the customer had high blood glucose level with no reason. The drive support cap was normal. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin did exit. The insulin pump will not be returned for analysis.